Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a warning message was noted for a short circuit on the competitor right ventricular (rv) lead. Review of the device memory indicated a low out of range shock impedance measurement. During the episode, the device detection was correct. The device was reprogrammed and will continue to be monitored appropriately. No adverse patient effects were reported.